Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement reported. The customer replaced the graphical user interface (gui) printed circuit board (pcb). Covidien customer service engineer updated the software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).